Event description:
It was reported that a ventilator was noisy and stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The investigation verified that the unit was noisy, and isolated the problem to a broken crank bearing. The crank bearing was replaced, and the device then passed all testing.